Event description:
It was reported that the target was moving when turning the nexprobe inside the nexframe. The trajectory was aligned with the nexprobe and the base of the nexframe was fixed or tightened with the wing screws. The target point and target scope were correctly aligned. After rotating the nexprobe into the next stop, the ¿guidance view¿ showed that the ¿target point¿ had an off-set of ¿about¿ 3mm. The amount of the off-set changed with rotation of the nexprobe. After going back to the initial position, the alignment was correct again. It was noted that the off-set was reproducible or reversible; the procedure was started on the left side of the patient and the off-set was also seen on the second side of the patient. The screen layout was reportedly ¿1 on 1¿ with the guidance view and no other views during the alignment. The geometry error of the nexprobe was about 0.19 and the registration accuracy was 0.5 rms. The nexprobe was always with the alignment adapter or pointer. The reporter indicated that when the user registered the bone fixed fiducials (screws), they looked to achieve the lowest possible geometry error for the nexprobe. The issue reportedly resolved.

Manufacturer narrative:
(B)(4).